Event description:
Customer reported that the insulin pump had been returning no delivery alarms and only delivering half of the programmed boluses. Customer also received a failed battery test and an off/no power alarm. Customer reported that a low battery alert was not returned prior to the off/no power alert. Customer reported that her blood glucose level was 400 mg/dl and 225 mg/dl at different times of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.